Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During treatment to the superficial femoral artery (sfa), it was reported that the saber balloon catheter ruptured at nominal pressure in its first inflation. There was no reported patient injury. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. The following information is unknown, the contrast media used, the contrast to saline ratio, the brand of inflation device used or if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve. It is unknown if there was any resistance/friction while inserting the balloon through the guide catheter or while advancing the balloon catheter through the vessel. It is unknown if the balloon catheter kinked while being in use. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was 90%. The product will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during treatment to the superficial femoral artery (sfa), it was reported that the saber balloon catheter (bc) ruptured at nominal pressure in its first inflation. There was no reported patient injury. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was 90%. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. The following information is unknown; the contrast media used, the contrast to saline ratio, the brand of inflation device used or if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve. It is unknown if there was any resistance/friction while inserting the balloon through the guide catheter or while advancing the balloon catheter through the vessel. It is unknown if the balloon catheter kinked while being in use. The product was returned for analysis. One non sterile catheter saber 3mm x 4cm 150cm bc was returned. Per visual analysis the balloon appeared to have been inflated and deflated. No other anomalies were noted. Per functional analysis a leak test could not be performed as a leakage was observed in the middle section of balloon. Per sem analysis the external surface revealed evidence of scratches and abrasion marks that could be related to the rupture found on the balloon. The internal surface and marker bands did not reveal any evidence of damages. A device history record (DHR) review of lot 17271146 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was not confirmed through analysis of the returned device; however, a leak was noted. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (moderate calcification, mild tortuosity and a rate of stenosis of 90%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.